Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized due to an allergic reaction to the insulin. There was no reported pump issue. Although requested, additional information regarding the event or hospital discharge date was not provided.